Event description:
It was reported that this caller was requesting data review due to suspected loss of capture on the left ventricular (lv) channel. A boston scientific technical services consultant noted previously stored elevated threshold measurements. Review of a recent presenting egram identified potential loss of lv capture or latency of sensed lv r-waves. Additionally, a separate egram review identified multiple fused bi-ventricular paced events but nothing necessarily indicating loss of capture. A boston scientific technical services consultant advised bringing the patient in for further lv lead evaluation. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).